Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported experiencing low laser power when used with the slit lamp. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The company service representative measured the energy level of the equipment and found it below tolerance. The company service representative performed photomoniter (pmon) calibration, but it did not present issues. The company service representative then checked the connection between the fiber and slit lamp and found the fiber to be loose. The company service representative adjusted the fiber to resolve the issue. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the loose fiber connected to the slit lamp. The manufacturer internal reference number is: (B)(4).